Event description:
It was reported the patient experienced a fall (date of event is unknown) which resulted in her scs ipg migrating and discomfort at the pocket site. It was also reported the patient felt her scs ipg was too big. As a result, the scs ipg was explanted and replaced with a different model. The discomfort resolved with the surgical intervention. The scs leads were electively explanted and replaced, there were no allegations against the devices.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.